Manufacturer narrative:
A reagent issue was excluded. The field service engineer replaced the gear pump head and vacuum valves then found a small water leak from the gear pump to the syringes, repaired it, and confirmed the module was running within specifications. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer performed various checks, replaced cells, lamps and tubing, made adjustments, and ran calibration and qc which were acceptable.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for two patient samples with a cobas 6000 c 501 module. Patient 1: the initial result was 2.77 mmol/l. The repeated result was 2.24 mmol/l. The second repeated result was 2.27 mmol/l. Patient 2: the initial result was 3.32 mmol/l. The repeated result was 2.6 mmol/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 562690. The expiration date was requested but not provided.